Event description:
It was reported a patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis and prolonged hospitalization. One hour after catheter was placed in the ventricle. Fluoroscopic image showed no movement of the cardiac shadow, and pericardial effusion was confirmed by echocardiography. Right ventricle (rv) angiography revealed contrast leakage from the rv free wall. Pericardial drainage was performed and completed. The patient required extended hospitalization, because the patient needed ECMO and took a long time to be disconnected from ECMO. Most recent information received indicated that patient has improved. Atrial septal puncture was performed by rf needle. Ablation was not performed before pericardial effusion or tamponade was identified. Atrial septal puncture was performed by rf needle. The physician's comment that high contact was observed when the catheter was raised to rvot, and where the endocardium may have been ruptured. Correct settings were selected on devices and no error messages observed on equipment during procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis and prolonged hospitalization. One hour after catheter was placed in the ventricle. Fluoroscopic image showed no movement of the cardiac shadow, and pericardial effusion was confirmed by echocardiography. Right ventricle (rv) angiography revealed contrast leakage from the rv free wall. Pericardial drainage was performed and completed. The patient required extended hospitalization, because the patient needed ECMO and took a long time to be disconnected from ECMO. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).